Event description:
It was reported when using the pyxis medstation es system, the drawers encountered a failure. The customer reported that the malfunction resulted in delay in administrating medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue has already been addressed. The field service engineer proceeded to the station; however, the customer had already resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.